Event description:
An office administrator reported that following an intraocular lens (iol) implant procedure, the surgeon exchanged the lens to place a lens in the sulcus for an unknown reason. Additional info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).